Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw ¿ vent implant, (tsvwb10) was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 1256818. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256818 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
Doctor confirmed bone fracture, implant not compatible with the alveolus.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.